Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit fiber optic failed. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that fiber optic tests failed during testing. Fse resolved the issue by replacing assy,fiber optic,rohs. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing dept. Received assembly fiber optic, with a reported unit failure of a failed fiber optic test. The fat performed a visual inspection and found the part to be in good condition.the fat installed assy,fiber optic,rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Performed a fiber optic functional test and failed. The fat verified the reported issue of a failed fiber optic test. Sending the board to the respective supplier per procedure number 0002-07-d008 rev. Ap. Retaining the parts in the failure analysis and testing dept. Per procedure number 0002-07-d008 rev. Ap. The fat dept received assy,fiber optic,rohs from the supplier. The supplier evaluation states the following: performed visual check and no abnormalities found. Board was re-tested at fct and passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf. The fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.